Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = "the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon complained reamers were dull. Opened 3 additional trays, surgeon stated all reamers were dull and unsuitable for use. Finally reamers from another company were used. Surgical delay of 20 minutes.